Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer filled the tubing to remove air bubbles and resumed insulin delivery.